Event description:
A malfunction was reported on the customer's pump, but no significant events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the resetting process, which resolved the issue. The customer was instructed to continue using the pump and to contact support if the malfunction recurred, which they acknowledged and understood.